Event description:
It was reported that the pt fell on their device and then an end of life message was received. The pt experienced tingling in hand and loss of therapy control. The impedance measurements were not normal. The device was able to be programmed. A power on reset occurred. After resetting the device, an end of life message was received. The neurostimulator was replaced. The pt has total control of symptoms and recovered without sequela.